Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: it is unknown which readings were obtained on which test strip lot.

Manufacturer narrative:
An investigation was performed on returned meter (B)(4) with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. Two of the readings the customer reported were found in meter memory; but not within a 10-minute timeframe.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter while using test strip lots 1083636 and 1017540. Customer reported receiving readings of 26 mg/dl, 101 mg/dl, and 29 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.